Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was on vacation in turkey and experienced chest pain and shortness of breath. Additionally, their controller alarmed for a driveline power fault. The patient visited a clinic in turkey and an abbott representative was able to exchange the mod cable. The patient's heart failure symptoms resolved. The patient came home and later visited their clinic in the united kingdom. The driveline power fault had not cleared; the mod cable was exchanged again which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was not confirmed. No log files were submitted for review and the alarm was not reproduced during testing of the returned modular cable. The integrity of the internal wires of the returned modular cable was tested and the modular cable passed without issue. The modular cable was connected to a test system controller and pump and operated the test pump at the set speed without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The modular cable functioned as intended during analysis. Visual inspection of the returned modular cable a kink from the inline connector to bend relief to approximately 12¿ from the inline connector bend relief. A brown/tan discoloration of the inline connector bend relief and the polyurethane jacket was also observed. No other physical anomalies were observed. The polyurethane jacket was removed and visual examination of the underlying armor layer revealed no evidence of damage. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the lot number of the product is unknown. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. G), section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 patient handbook (rev. G) section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.